Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report loss of consciousness and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient was found unconscious by her sister-in-law, who then called the paramedics. Paramedics treated the patient with glucose gel and juice. Patient did not require hospitalization. At the time of contact with dexcom technical support, patient was okay.